Event description:
Customer reported weak - 1+ reactions using ds669d1 with two bone marrow transplant patients that were found to be weak d negative by molecular testing. No death or serious injury was associated wtih this incident.